Event description:
Per independent repair center statement the unit had low o2 or yellow light. The key failure was the manifold was stuck. Additional malfunctions include the filter was dirty, the heat exchanger was leaking, the pe valve was leaking, the zip ties for the p valve were replaced, the hose clamps for the manifold were replaced, and the pvc sieve tube for the sieve beds was cracked/leaking.